Event description:
The catheter was placed 23 april 1997. When it failed to work, it was removed. Upon inspection it was noted that slits/cuts were on catheter. Unk if cuts occurred during insertion or if MFR related.